Event description:
Same case as #6000093-2005-00775. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection and a stent dislodgment occurred. The patient returned for interval treatment of the proximal to mid left anterior descending artery (lad). Access was obtained through the right femoral artery. Kissing balloon angioplasty was performed at the bifurcation of the extensively calcified, 70-80% stenosed lad/dx using 2.5x15mm maverick balloons. This improved the lad lumen size. A taxus express2 2.5x20mm drug eluting stent was placed into the 1st dx and a taxus express2 2.5x16mm drug eluting stent was placed in the lad. The dx stent was deployed and the balloon and guidewire were retracted. The lad stent was then deployed across the origin of the 1st dx branch in a crush technique. A 2.5x15mm quantum maverick balloon was placed into the dx stent while the stent delivery balloon was placed in the lad and kissing balloon angioplasty was performed. There was an excellent result on the bifurcation but there was an appearance of a lesion just beyond the stented lip of the dx branch which could have been a small lip dissection. This was ballooned. The physician attempted to pass a taxus express2 2.5x8mm drug eluting stent to the area, but it would not pass through the proximal lad. The stent and balloon were removed. The physician repeated the kissing balloon angioplasty of the lad/dx bifurcation and tried again to pass the stent, but was unsuccessful and it was removed. The physician elected to end the procedure at that time. While the physician was dictating, they were notified that the 2.5x8mm taxus stent had been stripped off the balloon at some point in the attempt to pass it into the lad. Under fluoroscopy, the lad was scrutinized. They attempted to locate the stent but could not definitely define the location of it. The plan was to bring the patient back to the cath lab the following day in an attempt to locate the stent. The patient was transferred to the floor. During the night the patient experienced pain and was brought back to the cath lab the next morning. A different physician ballooned the undeployed stent inside the dx and placed another stent in the lad with good results. No additional complications were reported. Patient status is reported to be satisfactory.